Event description:
It was reported that on (B)(6) 2024, during the surgery, at the time of drilling, the drill bit broke at its tip. Immediately the fragments of the drill bit were removed and, to continue with the procedure, changed for a drill bit of the same characteristics. The surgery was completed successfully, without alterations in the times of surgery and without affecting the patient. At the end of the procedure the split drill bit is sent inside the equipment so that it is changed. The surgery was completed successfully, with no effects on surgical times and no impact on the patient. This report involves one (1) 2.5mm drill bit/qc/gold/180mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 310.230, lot number: 8464p70. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 28-nov-2023, manufacturing site:jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and stated that no surgical intervention was necessary. During and after the surgery, the patient's condition was stable and without any complications, since due to the novelty presented with the drill bit during surgery, it did not cause any affectation. No surgical delay with the reported event.